Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device partially fired while being applied on closure of pulmonary vein during an open lobectomy surgery. New device was used to complete the case. There was no patient injury.